Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. A root cause has not been identified. Possible causal factors may be sample processing related. The first run shows no abnormalities in the curves, no amplification was observed. This appears to be a true negative result. The repeat run shows that the curve generated is fairly strong. This appears to be a true positive result. Influenza a&b negative. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for sars-cov-2 and negative result for influenza a and influenza b. The same sample was stored in the freezer at -70c and was retested the following day on a different platform (genexpert) and a different cobas® liat® system which yielded a positive result for sars-cov-2 and negative result for influenza a and influenza b. The patient was symptomatic and a viral respiratory panel was ordered. All results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue.